Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports the patient sustained a hip dislocation. It is unknown how long the device was in situ, and whether any treatment was provided. To date, the requested medical records and x-rays have not been provided. Therefore, the patient impact beyond the dislocation cannot be determined, as it is unknown if an mua or revision was performed. Due to the lack of information provided, a clinical assessment cannot be performed. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Additional information: b2, d4 (lot number, expiration date), d10 (concomitant products added).

Manufacturer narrative:
Correction: e1 initial reporter name and address. H3, h6: given the nature of the alleged incident, the devices, could not be returned for evaluation. The clinical/medical investigation concluded that, the patient experienced a hip dislocation, but it's unclear how long the device was in place or if any treatment was given. Unfortunately, the necessary medical records and x-rays haven't been provided yet, so we can't determine the full impact of the dislocation or if any procedures like mua or revision were performed. Without this information, a clinical assessment isn't possible at this time. However, if more relevant documentation becomes available, we can revisit the clinical evaluation. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the femoral head and the acetabular shell, a review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. For the stem and the hole cover, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified in warnings and precautions, that may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition, postoperative care, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the patient's hip got dislocated. There is no information regarding the procedure that was performed nor when the event occurred.